Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg.